Event description:
During preventative maintenance of the device, the technician observed the arterial monitor module did display temperatures as expected. The arterial monitor provides timers and temperature and pressure monitoring displays. Since the event took place during preventative maintenance, there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.